Event description:
Crackling sound heard from pt's room. Upon entering room, flames began shooting and black smoke emerged from electrical outlet behind patient's bed. Patient and family member removed from the room and code f called. No further flames noted after bed removal.